Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We reviewed information on reprocessing steps provided by the user, confirmed the following deviation from IFU: the user did not perform manual cleaning within one hour after procedure, did not soak the device in detergent, either. The culture test result at the third-party labs provided by the user: sampling date: on (B)(6) 2024. Sampling from: all the channel. Cfu: >100¿cfu/endoscope. Bacterial identification: unknown. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: on (B)(6) 2024. Sampling from: all the channel. Cfu: 12cfu/endoscope. Bacterial identification: staphylococcus epidermidis. Sampling date: on (B)(6) 2024. Sampling from: biopsy channel. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. Sampling date: on (B)(6) 2024. Sampling from: suction channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: a/w-channel. Cfu: 5cfu/endoscope. Bacterial identification: micrococcaceae roseomonas species. Sampling date: on (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: total of the channels above. Cfu: 6 cfu/endoscope. Bacterial identification: micrococcaceae, roseomonas species. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. There was deviation from IFU in reprocessing steps. Therefore, we cannot deny a possibility of insufficient reprocessing due to the deviation from IFU. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.